Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® lithium heparin (lh) 37 usp units blood collection tubes had "erroneous results." No serious injury or medical intervention.

Manufacturer narrative:
Additional information: bd is issuing a voluntary medical device correction for bd vacutainer® plastic lithium heparin tubes. False elevation of carboxyhemoglobin (cohb) results have been reported when analyzing venous blood samples collected with bd vacutainer® plastic lithium heparin tubes with the il gem 4000 instrument. Please reference bd recall #: pas-18-1175-fa.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 37 usp units blood collection tubes had "erroneous results." No serious injury or medical intervention.